Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer experienced application issues affecting culture reading workflow. According to the customer there are significant differences when comparing images between database manager and synapsys. The customer feels that the image quality differences may lead to misinterpretation. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "when comparing images in the two applications there are significant differences. Outcome investigation robin smit", "they believe the image quality difference is leading to them making misinterpretations of images".

Manufacturer narrative:
H.6 investigation summary: this was logged against synapsys material #444150, serial # (B)(6). This is an unconfirmed failure of a bd product. Synapsys works as designed. This is a request for change. The customer failed to provide examples to illustrate image quality differences in synapsys low enough to cause misinterpretations when requested. The images quality is high enough to serve its purposes. Db manager images are slightly sharper than synapsys images. This is a request for enhancement. Bd will continue to monitor for trends associated with this issue. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation.

Event description:
It was reported that while using bd synapsys¿ the customer experienced application issues affecting culture reading workflow. According to the customer there are significant differences when comparing images between database manager and synapsys. The customer feels that the image quality differences may lead to misinterpretation. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "when comparing images in the two applications there are significant differences. Outcome investigation robin smit", "they believe the image quality difference is leading to them making misinterpretations of images."